Manufacturer narrative:
Visual inspection has been performed on the returned sensor (serial number (B)(4)and no issues were observed. Observed the adhesive was returned. Extended investigation has also been performed. A DHR (device history review) was reviewed and verified that the unit passed all tests on the line. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed and demonstrated that all monitoring processes continue to meet requirements. No abnormalities were found, and investigation showed all processes were effective. Therefore it is not confirmed. H3 other text : section h4: (device manufactured date) has been updated based on product download.

Event description:
A customer reported an adverse skin reaction upon removing the adc freestyle libre sensor. The customer stated that upon removal, the skin was damaged at the sensor site due to the sensor being "very fixed on the skin." The customer also stated that went to the hospital and had the sensor removed by "the first aide" and received 4 stitches as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. The sensor component has no impact on product sterility and therefore, sensor components dhrs were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The dose audit report covers the required time period. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
A customer reported an adverse skin reaction upon removing the adc freestyle libre sensor. The customer stated that upon removal, the skin was damaged at the sensor site due to the sensor being "very fixed on the skin." The customer also stated that went to the hospital and had the sensor removed by "the first aide" and received 4 stitches as treatment. There was no report of death or permanent injury associated with this event.